Event description:
Complainant alleged that during a routine shift check by a clinician. The device would not run on ac power. Complainant indicated that there was no pt involvement in the rpeorted malfunction.